Event description:
Affiliate reported that two years ago, the device was implanted in the left side of the ventricles. Six months ago a device was implanted in the rides side of the ventricles. After implantation, the ventricles of the patients brain became too large. As a result the devices were revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that a cut in the silicone housing was found. It is not clear if the cut occurred during the implant or ex-plant of the device. The device was tested for function and passed all tests. Although it is not possible to determine the root cause for the problem reported by the customer it might be likely that the problem was due to the small cut in the silicone housing, which prevented proper flow. This however could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.